Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined. Olympus technical support assisted the customer in resolving the reported problem by phone. The customer was instructed to replace the working lamp with a known good lamp to verify function of the device.

Event description:
A user facility reported to olympus that the olympus clv-180 main lamp would not ignite and the spare lamp was on. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. The customer was asked to replace the lamp with one that is illuminated by another cv-180, and if the problem persists, the customer was asked to have it repaired. The customer did not return the device to olympus for repair.